Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable became burnt and stopped working. Reportedly, the customer was able to charge the pump with an alternate adapter. Blood glucose level was not impacted.